Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces and corroded battery tube. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has cracked case at reservoir tube window corners, broken reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer stated that a battery replacement also did not resolve the issue. The customer's blood glucose was 146 mg/dl. The customer noted that she works out a lot and that the device may have been exposed to sweat and humidity. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.